Event description:
(B)(4). When I got this essure implanted, I was never tested for a nickel allergy and since having it done, I've experienced weight gain, headaches, bloating, anxiety/panic attacks, loss of sexdrive, hair loss, cramping all the time, pain on my left side all the way down my leg, migraines, pain during sex, bowel problems, surgery to remove my gallbladder, and the list just keeps getting longer as I still have it.